Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid. The device passed all the service inspections. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
There is more information on the device. This supplemental report is being submitted to provide this information. The device history record review confirmed that device shipped according to specifications. The instructions for use (IFU) includes the following statements: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ·the lid is not cracked, broken, or otherwise damaged the user followed the IFU and reported the cracked lid.